Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported a spectrum pump was involved with an incident of blood backing up into the line during intravenous therapy (IV therapy). The customer was running "tpn" at 32ml/hr and the blood backed up into the buretrol set. The pump was reportedly "changed out". Any pt injury or medical intervention is unk.